Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his discontinued treatment. After receiving a cycler alarm, the patient canceled his treatment. When he opened the cassette door he found fluid leaking from the cassette. The patient stated that he would contact his pd nurse, the set was not made available for evaluation. During follow up the patient's pd nurse reported that the patient did not have any signs of infection. He was administered vancomycin, gentamicin, and levaquin antibiotics prophylactically. The patient's effluent has remained clear. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.